Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained a blood glucose reading of "hi mg/dl" (greater than 600 mg/dl) and was admitted to the hospital with a diagnosis of dka. The patient did not report if she experienced any symptoms of high or low blood glucose levels. The patient confirmed the infusion set cannula was not bent. The pump was not available at the time of the call to customer support, therefore no troubleshooting could be done. The technical support representative (tsr) contacted the patient to obtain information and to troubleshoot the pump, however was unable to reach her by telephone. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, and was admitted to the hospital in dka. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.